Event description:
The reporter stated that during a surgical procedure for removal of a cancer lesion from the scalp, a skin graft was taken from the pt's thigh. The graft was damaged by the performance of the dermatome, and sutures and staples were needed to close the wound. A second graft was taken from another site. The performance of the dermatome added a significant amount of time to the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.